Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have curved blade broken at the base. A piece approximately 17.0 mm x 2.1 mm was found to be broken off and not returned with the instrument. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted surgical procedure, the blade of harmonic ace instrument was found to be broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: during a surgical procedure involving grasping, the blade of the harmonic ace instrument broke and completely detached from the device; however, no fragment fell into the patient. The instrument was thoroughly inspected prior to use, with no damage or irregularities observed. The breakage occurred after approximately one hour of use, and the surgeon believes product quality was the main cause, as no collision with other instruments or hard surfaces took place during the case. Throughout the procedure, the surgeon did not notice any functional issues with the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.